Event description:
The customer reported that a pack of 4x8 radiopaque gauze only had 9 sponges in the set instead of 10. Additional information received on 16-may-2022 from the initial reporter stated that the issue was found when they opened the package to count items prior to use. The sponges were handed off immediately and not used on patient. There was no patient harm or injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 21k108062 was reviewed. The inspection records show no aql failures and no ncs were issued against this lot. No manufacturing or inspection anomalies were found. For sterilized products, the DHR and the sterilization documents undergo further review prior to release to the distribution center. Prior to a lot¿s release, the lots must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Lot 21k108062 met all defined acceptance requirements and was released. No samples were received for evaluation therefore the reported issue could not be confirmed however a corrective and preventive action was previously initiated to address the reported issue.